Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with a usb cable. An alternate cable was used to address the issue. There was no reported adverse impact to the customer's blood glucose level.